Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient controller was displaying a "replace generator" message. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021, resolving the issue.